Event description:
The facility representative reported a colleague infusion pump with inoperable "open" and stop" keys. The reported condition occurred during bio-med testing. There was no patient injury or medical intervention reported. This device utilizes user interface module master software (B) (4) that is categorized as "colleague 2006." There is no additional information available.

Manufacturer narrative:
(B) (4). Evaluation summary: the reported condition of "inoperable open and stop button" was confirmed during product evaluation. Inspection of the device revealed that the condition of inoperable open and stop buttons were due to a corroded pump head module (phm) keypad ribbon. To fix the reported condition, the phm keypad was replaced. The device was tested per procedure and returned within specification. This issue is currently being investigated under CAPA-(B) (4).